Manufacturer narrative:
H6: added impact codes. E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
(B)(4) registry. It was reported that atherosclerosis occurred. In (B)(6) 2019, the subject presented with unstable angina was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with 80% stenosis and was 70 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and followed by the placement of a 2.50 mm x 38 mm stent overlapped with a 2.75 mm x 38 mm promus premier stents system. Following post-dilatation, the residual stenosis was noted to be 10%. The subject was discharged on aspirin and clopidogrel on the same day. In (B)(6)2023, the subject was diagnosed with atherosclerotic heart disease after percutaneous coronary intervention (pci) and was hospitalization for further evaluation and treatment. The subject was on aspirin and clopidogrel at the time of the event. Pci of lad and angiography without revascularization were performed to treat the event. Nine days later, the event was considered to be recovered/resolved with sequelae and the subject was discharged. It was further reported that the subject was diagnosed with unstable angina pectoris. In (B)(6) 2023, 80% stenosis noted in proximal lad extending up to distal lad was treated by percutaneous coronary intervention. Post intervention, the residual stenosis was noted to be 30%.

Event description:
Promus premier china registry: it was reported that atherosclerosis occurred. In (B)(6) 2019, the subject presented with unstable angina was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with 80% stenosis and was 70 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and followed by the placement of a 2.50 mm x 38 mm stent overlapped with a 2.75 mm x 38 mm promus premier stents system. Following post-dilatation, the residual stenosis was noted to be 10%. The subject was discharged on aspirin and clopidogrel on the same day. In (B)(6) 2023, the subject was diagnosed with atherosclerotic heart disease after percutaneous coronary intervention (pci) and was hospitalization for further evaluation and treatment. The subject was on aspirin and clopidogrel at the time of the event. The event was treated with revascularization in a target vessel. Nine days later, the event was considered to be recovered/resolved with sequelae and the subject was discharged.

Manufacturer narrative:
E1: (B)(6).